Manufacturer narrative:
Date sent to FDA: 10/14/2016. The device was disassembled and strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device fired but the clips would not hold the mesh in place. Another like device was pulled and used to complete the procedure with no patient consequences reported. No further information is available.